Manufacturer narrative:
Other text: no lot number was provided; therefore, a device history record (DHR) review could not be conducted. H4: unknown; a1 updated.

Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Event description:
It was reported the disposable caused the pump to alarm on both pumps - high pressure and no disposable - randomly, for the past couple of days. No patient injury reported.

Manufacturer narrative:
D4 and g5 are unknown; no further information provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.